Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included overweight. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression/ hormonal changes describe: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestivesystem condition type: ibs"), abdominal pain ("pain-abdominal near uterus"), back pain ("pain lower back") and gastrointestinal pain ("bowel movement pain"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, urinary tract disorder, bladder disorder, headache, fatigue, weight increased and irritable bowel syndrome outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, migraine, dysmenorrhoea, abdominal pain, back pain and gastrointestinal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, gastrointestinal pain, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events hormonal changes describe: depression, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, pain- abdominal near uterus, pain lower back, bowel movement pain, plaintiff did not undergo confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure (batch no. 922812-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included overweight, pap smear abnormal, endometriosis, fibroids and dysplasia. Concomitant products included anovlar (loestrin) and citalopram hydrobromide (celexa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression/ hormonal changes describe: depression"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestivesystem condition type: ibs."). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain-abdominal near uterus"), back pain ("pain lower back"), dyschezia ("bowel movement pain") and hormone level abnormal ("hormonal changes- describe:"). The patient was treated with surgery (she had surgery to remove essure,hysterectomy (full)on (B)(6) 2012) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, urinary tract disorder, bladder disorder, headache, fatigue, weight increased, irritable bowel syndrome and hormone level abnormal outcome was unknown and the menorrhagia, vaginal haemorrhage, depression, migraine, dysmenorrhoea, abdominal pain lower, back pain and dyschezia had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date as per previous follow up: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 19-nov-2018: update of information (batch is not valid) product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure (batch no. 922812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included overweight, pap smear abnormal, endometriosis, fibroids and dysplasia. Concomitant products included anovlar (loestrin) and citalopram hydrobromide (celexa). On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2012, the patient experienced fatigue ("fatigue"). In august 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression/ hormonal changes describe: depression"). In january 2013, the patient experienced weight increased ("weight gain"). In february 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In march 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestivesystem condition type: ibs."). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain-abdominal near uterus"), back pain ("pain lower back"), dyschezia ("bowel movement pain") and hormone level abnormal ("hormonal changes- describe:"). The patient was treated with surgery (she had surgery to remove essure,hysterectomy (full)on -05-2012) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, urinary tract disorder, bladder disorder, headache, fatigue, weight increased, irritable bowel syndrome and hormone level abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, migraine, dysmenorrhoea, abdominal pain lower, back pain and dyschezia had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date as per previous follow up: ??-jun-2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 31-oct-2018: new mr received- lot number and concomitant conditions, new reporter were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included overweight. Concomitant products included anovlar (loestrin) and citalopram hydrobromide (celexa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression/ hormonal changes describe: depression"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs."). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain-abdominal near uterus"), back pain ("pain lower back"), dyschezia ("bowel movement pain") and hormone level abnormal ("hormonal changes- describe:"). The patient was treated with surgery (she had surgery to remove essure,hysterectomy (full) on (B)(6) 2012) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, urinary tract disorder, bladder disorder, headache, fatigue, weight increased, irritable bowel syndrome and hormone level abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, migraine, dysmenorrhoea, abdominal pain lower, back pain and dyschezia had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date as per previous follow up: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Event hormonal changes- describe was added. Concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.